Manufacturer narrative:
The field service engineer could not find a problem with the analyzer. He ran instrument checks and precision with good results. The customer performed qc that had results within specification. The investigation is ongoing.

Event description:
There was an allegation of a questionable low elecsys tsh assay result for one patient sample from cobas e 801 analytical unit serial number (B)(4). The initial result was 0.225 uiu/ml and was reported outside of the laboratory. Based on the result, the endocrinologist suggested lowering the patient's synthroid medication from 88 mcg to 77 mcg. The patient questioned the result as six months earlier the result was 3.26 uiu/ml and all previous results over the several years prior were consistent. The patient had not changed the dosage of medication or altered the way in which medicine was taken. The patient asked for repeat testing and a new sample was drawn on (B)(6) 2022 and tested on an unknown analyzer. The result was 1.66 uiu/ml and was believed to be correct as it was more in line with previous results. No changes were actually made to the patient's medications based on any of the results.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The calibration and qc data were acceptable. The analyzer alarm trace contained sample clot detection, abnormal aspiration (sample probe), abnormal aspiration (sample probe a/b), and sample short errors. These are indicators of possible poor sample quality.